Event description:
It is reported that the pt underwent manipulation under anesthesia with injection of the knee.

Manufacturer narrative:
Review of primary surgery report provided indicates surgical technique was followed. Review of manipulation surgical report indicates a range of motion of 10-70 prior to manipulation. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect conditions leading to manipulation such as activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.